Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No possible over or under delivery anomaly noted. Device was downloaded to care link pro properly and all bolus delivered were found at the care link report. Pump passed the delivery accuracy test at 0.0877 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump under delivering the insulin. The customer had high blood glucose. The blood glucose at the time of the incident was 187 mg/dl and highest was 208 mg/dl and current blood glucose was 119 mg/dl. The customer treated high blood glucose with the insulin pump. The drive support cap appears normal. Customer declined to test the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.